Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle unit in the air gas module was replaced but not returned for investigation. No device logs were provided. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported failed pre-use check has not been determined, but the nozzle unit was most likely contributing to the event.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).